Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had loss of therapeutic effect. Consequences of the event were noted as other surgical operation. The event is responsible for the inefficiency of fecal therapy. There were no further complications reported and/or anticipated.